Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46011 0004. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 46011. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant information was found in event log. Replaced printed wire assembly (pwa) board and all components within. Upon further investigation, found a nonreactive downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel, and dso seal. Found motor error 41622. The motor was stuck. Replaced motor. Device passed all testing criteria.